Event description:
Customer alleged haze/oil mist with their sterrad 200. There are no patient related events.

Manufacturer narrative:
Haze, oil mist: capital equipment, unit evaluated at the facility. Fse replaced oil mist filter, butterfly seal, twist nut, o-ring. Ran vacuum pump. No oil mist. Unit meets manufacture specifications.